Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the maryland bipolar forceps instrument energy was weak. The customer continued with the procedure as planned with a back-up instrument. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The internal conductor wire seemed to be fully broken but the insulation was not fully broken. No signs of thermal damage were observed. Components adjacent to the broken wire do not show damage. There does appear to be missing insulation based on the images from failure analysis.